Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the paxgene® blood ccfdna tube experienced hemolysis (e.g. Blood sample) this occurred 5 times. This event occurred 5 times. The following information was provided by the initial reporter: : ¿experiencing an increase the occurrence of hemolysis ¿ and this is across different collection sites. Hemolysis is observed before processing the blood".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to duplicate or confirm the customer¿s indicated failure mode due to a lack of objective evidence. After review by bd molecular specialists, a series of questions were compiled to further evaluate the customer's reported issue. Bd was unable to receive further information. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for evaluation of current trends.

Event description:
It was reported before use the paxgene® blood ccfdna tube experienced hemolysis (e.g. Blood sample) this occurred 5 times. This event occurred 5 times. The following information was provided by the initial reporter: : ¿experiencing an increase the occurrence of hemolysis ¿ and this is across different collection sites. Hemolysis is observed before processing the blood".